Event description:
A home pt (hp) reported 1 box of minicaps were dry. The hp noted that the sponges were brownish in color but the liquid coming out was clear. Per hp, no pt injury was associated with this incident.